Manufacturer narrative:
(B)(4). The device has been received, however, the evaluation of the device has not been completed yet. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient code for death was added as the cause of death was unknown. It was reported that the cause of death was unknown (previously reported as heart attack). An autopsy was not performed. It was reported that peritoneal dialysis therapy was ongoing at the time of death; however, the patient was not performing therapy with a homechoice device or with a baxter solution at the time of death. The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing related to the reported event of death. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a heart attack and subsequently passed away due to a heart attack coincident with automated peritoneal dialysis (pd) therapy. The patient experienced a heart attack and was hospitalized due to the event, further described by consumer as, hospitalized due to ¿phebulation¿ (fibrillation). Treatment during hospitalization was unknown. On an unreported date, the patient was taken off of life support. Subsequently, four days after being admitted, the patient passed away in the hospital. The cause of death was reported to be due to a heart attack. It was reported that dianeal therapy was ongoing up until the time of the heart attack however, it was unknown if pd therapy was ongoing during the hospitalization or at the time of death. It was not reported if an autopsy was performed. No additional information is available.